Event description:
The facility representative reported an infusion pump with an unknown pump failure. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the pump failure was confirmed. Fail code 500 was observed in the event history during product evaluation. Fail code 500 was not duplicated and therefore no repair was necessary. This issue is currently being investigated under CAPA. Review of the complaint history reveals similar reports have been received for this product for the reported issue.